Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and a shifted end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the screen and the keypad was unresponsive. The customer reported that he recently wore the insulin pump in the rain. Blood glucose level at the time of the incident was 114 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.